Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description included. No complaint received with return of device. Failure event observed during analysis. Final analysis on the returned partial lead found insulation abrasions exposing the outer coil at 7.0 cm to 7.6 cm and at 8.3 cm to 8.6 cm from distal end. The abrasion was consistent with constant friction to another implantable device or feature of the heart.